Manufacturer narrative:
During use of a 6-7f mynxgrip device for vascular closure (vcd), the sealant seemed to be stuck inside of advancer tube. There was no patient injury. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. A product history record (phr) review of lot f1906601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue reported could not be determined. Based on the limited information available for review, handling factors of the device may have contributed to the sealant becoming stuck in the advancer tube, either during deployment of the sealant or during removal of the catheter. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, in step 3: remove device of the IFU, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, part of the sealant could be dislodged, resulting in the reported incident. Neither the phr, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7 my nx grip device for vascular closure, the sealant seemed to be stuck inside of advancer tube. There was no patient injury and the device will not be returned as it was discarded by the facility.